Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial procedure on (B)(6) 2018: fell 10 days post right tka, right femur fracture fixed with plate and screws, knee components intact and stayed in. Long spiral fracture of right femur from middle 1/3 of femur to supra-condylar region. Very fragile bone. No weight bearing for 6 weeks, knee brace for 3 weeks. Visit on 11-may-2019: xray ¿ fracture of the screw plate in the lower 1/3 of femur. Osteosynthesis of the lower 2/3 of femur in relation to distal mutli fragment fracture of the femoral shaft. Increase edema and pain, no trauma or fever, good hip mobility, knee very limited flexion and painful, scar is good, impossible to stand or lean on. ER visit ¿ right femur xray fracture of screw plate. Revision on (B)(6) 2019 op note: general anesthesia + alr, previous incision utilized, major bone defect with significant scarring fibrosis, no loosening of the total knee components, bone chips collected from the iliac crest mixed with bank tissue for bone defect in the pseudoarthritic region, plate, screw and cerclage wires used to fix fracture. No complications. No weight bearing for 2 months, knee immobilizer for 1 month. Letter on (B)(6) 2019: severe pain in right leg with pseudoarthrosis of femur. Transfused with unknown amount of red blood cells for anemia. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. Possible contributing factors to the event are anemia, osteoporosis, and fragile bones. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
Revision due to broken plate- it was reported that the patient underwent a revision approximately six (6) months post-implantation due to pain, swelling, and multiple fragments of the femoral shaft. During the revision major bone defect, scarring, and fracture plate and screws were noted. The plate and screws were exchanged without difficulty. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03530, 0001822565-2021-03531, 0001822565-2021-03532, 0001822565-2021-03533, 0001822565-2021-03534, 0001822565-2021-03535, 0001822565-2021-03537, 0001822565-2021-03538, 0001822565-2021-03540. Concomitant medical products: item# unknown femoral locking plate; lot# unknown; qty: 1. Item# unknown screw; lot# unknown; qty: 8. Item# unknown dall miles strapping; lot# unknown; qty: 5. Report source: foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.